Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had other critical insulin pump error. Customer was swimming prior to the event. Customer reported that the insulin pump started beeping and the screen went blank with red flashing under the back arrow. No harm requiring medical intervention was reported. The customer will discontinue use of the device.

Manufacturer narrative:
Retainer ring = black. Customer returned device for an alleged critical pump error (open book image) alarm, blank display, missing segments display and exposure to moisture found august 06, 2022. No critical pump error (open book image) alarm noted during boot up. Unable to do the displacement test, rewind, basic occlusion test, force sensor test, occlusion test due to failing the priming test. The device passed the sleep current test, active current test and self test. Successfully downloaded history files and traces using thus. Device was cut open to perform visual inspection and found moisture damage on the electric board, motor and force sensor. Two consecutive pump error 53 critical handling alarms at june 28, 2022 17:56:16.000. Software error detected due to software error ((B)(4) line number 5632, file number 2005). The motor arm cannot communicate with the main arm.was also found in the history at august 06, 2022 15:17:07.000 (esf# na, line number 2727, file number 32122). Force sensor zero offset (within / not within) specification (__mv). Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: battery tube threads - cracked, scratched lcd window, overlay scratched, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails and pillowing keypad overlay. Blank display and missing segments display was not observed during analysis. Blank display and missing segments display not confirmed. Critical pump error (open book image) alarm was not observed during testing however two consecutive software error detected and one the motor arm cannot communicate with the main arm. Was found in history. Software error detected3 alarm due to software error. Critical pump error (open book image) alarm not confirmed. Exposure to moisture was confirmed due to moisture on the [electronic assemblies]. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act..